Manufacturer narrative:
Initial reporter phone #: unknown. Results:a sample was returned for evaluation. A visual assessment identified no damage to the sleeve. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Potential root cause was slow sleeve recovery. This can happen when multiple tubes have been drawn due to a loss in resilience of the sleeve and/or the fact that the np lube has been removed from the needle.

Event description:
It was reported that bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle had blood leaking from tubing upon removal of a vacutainer tube. No medical injury or intervention reported.